Event description:
It was reported that the patient had telemetry due to an overdischarge on their implantable neurostimulator (ins). The patient met with a manufacturer representative and a physician mode recharge was performed on the ins. It was also noted that the patient was not being compliant with recharging. In addition, it was reported that the patient has had another pain stimulation trial. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).